Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
Same case as: 2134265-2017-01982 and 2134265-2017-02114. It was reported that patient experienced vessel perforation and became unstable. The totally occluded target lesion was located in the right coronary artery (rca). A crossboss catheter and stingray catheter and guidewire were selected for use. During the procedure, the physician went well with the chronic total occlusion (cto) of the target lesion. Furthermore, the physician was about to advance the stingray balloon and stingray wire in the artery, however, placement was lost in the sub intimal space where they went to re-enter with the crossboss. Consequently, there was a vessel perforation involved and the patient became unstable. The physician closed the artery down with fat, which was taken from the groin. No further patient complications were reported and the patient's status was stable.